Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed a fall-off and therapy electrode recognition test. The cause for the failure was isolated to open white (drvn_gnd) and black (main_batt) wires in the trunk cable connector. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent check belt messages. The patient was issued a replacement electrode belt.